Manufacturer narrative:
Additional information: d10: the reported field event of backup vvi was confirmed in the laboratory because of low battery voltage due to normal battery usage. Analysis was normal. No anomalies were found. The cause of the reported event was isolated to normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon device interrogation, the pacemaker was found in back up vvi mode and was at normal elective replacement indicator. The device was explanted and replaced. The patient was stable before, during and after the procedure.